Manufacturer narrative:
The reported events of no pacing, and no capture were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis indicated normal functionality. Evaluation of the output parameters at field conditions found normal pacing parameters. Additionally capture test found normal capture performance, and visual inspection of the header and connector did not detect any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited no low voltage pacing. The pacemaker was not used and replaced. The patient was in stable condition.